Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that the vessel seal extend (vse) instrument was stuck on universal surgical manipulator 4 (usm), while grasping tissue. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer through removing the stuck instrument, with no patient injury. Upon removing the instrument, the customer reported that the vse instrument was not performing correctly (intuitive movement felt off) and the instrument was reseated prior to getting stuck. The tse reviewed the system logs, no associated logs to report. The tse recommended reusing the vessel seal instrument as no negative logs persisted. The operating room (or) surgeon opted to open, due to losing confidence in the system. The surgeon did not want to use the system until the system was checked. The site proceeded with open procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis evaluation. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system with a vessel sealer instrument and confirmed that the instrument is safe to use with no issues identified. The technical support engineer and fse suspected an instrument or sterile adapter issue. The system was tested and verified as ready for use.